Event description:
Per international afflliate, it was reported that customer was unable to obtain pressure reading on monitor. "Sensor not reading" message was displayed. Sensor was replaced, monitor displayed pressure, and everything returned to normal. Customer has attributed the difficulties to the sensor.